Manufacturer narrative:
It was confirmed that the device was found during pre-use check, which is outside clinical use and presents no direct patient harm. Based on this information, this is not a reportable event. The customer replaced the power management pcba and user interface to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service.

Event description:
The customer called into technical support (ts) reporting that the device¿s display is dark and wants to verify part ID for the ui assembly. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. They discussed english vs non-english version. The customer states the display is dark and he cannot verify software version. The rse advised to verify rev 2.10 software or higher is installed once he gets the ui replaced.